Manufacturer narrative:
H2: corrected information in h6 (type of investigation & investigation findings). H3, h6: the reported devices were received for evaluation. A visual evaluation showed four devices were returned in original packaging with the batch number of the complaint on the labels. Device one's distal anchor was returned off the device with no visible defect. The distal plug was returned on the device. The distal tip of the plug is deformed. The proximal anchor is fractured. The insertion device has no visible defect. Bio debris is present. Device two's distal anchor was returned off the device with the distal plug deployed into it. There is no visible defect of the distal anchor or plug. The proximal anchor is fractured. The insertion device has no visible defect. Devices three and four were returned in a single box. No implants were returned for either device. The insertion devices have no visible defect. A functional evaluation of each device showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended for all four insertion devices. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated

Event description:
It was reported that during an exploration of hip joint free body extraction procedure, it was noticed that three (3) helicoil knotless anchors were broken. The broken parts were removed using tweezers. The procedure was performed, after a delay less than 30 minutes, using an equivalent s+n back-up using the original drilled bone hole and leaving no void in the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.